Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept falling off. They did not close all the way. There were no patient consquences. Case completed with another device of the same product code.